Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering it unresponsive and illegible. The customer's blood glucose level was reported at 171 mg/dl, which was within the normal range. Technical support determined that the pump was within warranty and arranged for its replacement, while the customer planned to use multiple daily injections (mdi) as a backup therapy. Instructions were provided for returning the problematic pump within 10 days using a pre-paid label and return box.